Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1610c124ee, serial/lot #: (B)(4), ubd: 23-apr-2020, UDI#: (B)(4); product ID: etlw1610c124ee, serial/lot #: (B)(4), ubd: 23-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an approximately 68mm abdominal aortic aneurysm on (B)(6) 2018. The proximal aortic neck 21mm and 20mm in length with a 60-degree angulation. Mild vessel tortuosity was noted. It was reported that right limb occlusion was observed during a follow up CT performed approximately 1.5 month post index procedure. The patient also complained of leg pain. Antiplatelet therapy was administered, and a embolectomy intervention was completed. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Additional information: a repeat CT three days after the initial CT demonstrated complete stent graft occlusion. Film analysis summary: the exact cause of the stent graft occlusion could not be determined from the films provided. Review of pre-implant CT¿s revealed that the patient¿s proximal neck diameter ranged from 20 ¿ 24 mm in diameter. The neck contained slight thrombus and was moderately angulated ~55 deg maximum a-p. The 6 cm max diameter aaa sac contained irregular-shaped thrombus. The common iliac arteries were long & non-tortuous, moderately calcified, and contained thrombus; bilaterally. The rcia flow lumen diameter ranged from ~9 ¿ 6mm along a 8cm length, and the lcia flow lumen diameter ranged from 8 ¿ 7mm along a 8cm length. The external iliacs were also moderately calcified and ranged from 7 ¿ 8mm in diameter. Angiograms during implant revealed that the endurant iis stent graft system was implanted with the contra/left limb extending ~5cm into the left common iliac artery, and the bifurcate right limb extension was positioned ~7cm into the right common iliac artery. Final angiogram showed stent graft patency and no obvious endoleak. The stent graft limbs were non-angulated with no stent graft kinks/compression observed; the right limb od within the rcia ranged from 10 ¿ 8mm, and the left limb od within the lcia ranged from 10 ¿ 8mm. Review of CT¿s from 6 weeks post-implant revealed that the right/ipsi limb of the stent graft system was 100% occluded. The occlusion began near the level of the bifurcate flow divider and continued along the full length of the bifurcate ipsi limb and right limb extension. Distal flow resumed down the right side beginning at the right iliac bifurcation. A slight amount of thrombus was visualized within the distal/right quadrant of the bifurcate aortic body as well as within the distal portion of the left/contra limb, and no occlusion/thrombus was seen distal to the left limb. No stent graft kinks/compression were observed, and the right l imb was essentially straight within the right common iliac artery. The external iliacs were also moderately calcified and ranged in flow lumen diameter from 6 ¿ 7mm on the right, and from 8 ¿ 9mm on the left. CT¿s returned 3 days later revealed that the entire endurant stent graft system was now 100% occluded; bilaterally. The occlusion began at the top of the bifurcate aortic body and continued along the full length of both the left and right limbs. Distal flow resumed down both sides beginning at the femoral, however only slight contrast flow was detected within the left femoral. As previously observed, no stent graft kinks/compression were observed with either limb. The right limb was essentially straight within the right common iliac artery, and the left/contra limb was gradually curved at the origin of the left common iliac. The right limb od within the rcia ranged from 12 ¿ 10 ¿ 11mm, and the left limb od within the lcia ranged from 10 ¿ 9mm. The cause of the right limb occlusion, which shortly thereafter progressed to total occlusion of the entire stent graft system, could not be determined from the films and clinical information provided. Analysis of the returned films did not reveal any clear anatomical or stent graft characteristics that could explain the occlusion. It is uncertain if the pre-exiting thrombus observed within the aaa sac, or implanting the 10mm diameter limbs into the relatively long common iliac arteries (which were calcified w/thrombus), and the small caliber external iliacs, may have been contributing anatomical factor¿s. The occlusion also may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is recently presenting, or a previous history of pad. If information is provided in the future, a supplemental report will be issued.